Event description:
Clinical study: same case as #6000089-2005-01302. It was reported that 34 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.2mm, 99% stenosed portion of the proximal left anterior descending (prox lad). The physician treated the lesion with predilatation and successfully placing two taxus express2 8.8% 3.00 x 24mm and 3.00x 16mm drug eluting stents in the target lesion with a 5mm overlap. There were no complications. The pt was discharged the next day on plavix. 34 days after the procedure, the pt expired. In the opinion of the physician the cause of death was lung cancer and the target vessel was not involved. There was no autopsy.

Event description:
It was further reported that target lesion 1 was 20mm long with 0% residual stenosis following post-dilatation. Ten days after the procedure, the pt was admitted with worsening shortness of breath and dyspnea on exertion. A previous chest x-ray showed evidence of pulmonary nodules. The pt was awaiting pulmonary consultation at the time of this admission. Of note, the pt had a history of treatment for prostate cancer. A CT scan of the chest (without contrast) performed the day after admission, revealed multiple bilateral pulmonary nodules with mediastinal adenopathy and effusions, consistent with metastatic disease. A CT angiogram of the chest (without and with contrast) the next day, was negative for evidence of pulmonary embolus. Results of a CT-guided pulmonary nodule biopsy performed the next day, were pendiing at the time of the pt's discharge the next day. Discharge medications included aspirin and ticlid. Plavix had been discontinued due to urticaria. Fifteen days later, treatment options for the new diagnosis of poorly differentiated adenocarcinoma of the lung were discussed. The pt was thought to be too weak for standard chemotherapy. Neither surgery nor radiation therapy were considered options. A referral was made for home hospice care. The pt expired at home 34 days after the procedure with his family in attendance.